Event description:
Consumer reported finding during injection, the needle stops and clogs, needs to remove this needle and try a new needle. Informed caller of non-patient placement and to complete a flow check with all injections. (B)(6). Lot # 4128062 off of pen needle tab. Catalog# unknown 32g 5/32" pen needle - does not keep the box. Date of event unknown. Sample status discard.

Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.